Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-16453. It was reported that the patient lost therapy due to high impedance. As a result, surgical intervention occurred wherein the leads were explanted and replaced.

Event description:
Additional information was obtained that showed that this report is a duplicate of MDR-2021-35974.